Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned along with the microcatheter used in the procedure. Analysis of the device revealed that the guidewire was separated at 184.0cm from its proximal end. The core wire and nitinol were separated. The core wire was protruding at the guidewire proximal side separated section. The guidewire separated distal section was not returned. The guidewire was slightly bent just proximal to the separated section. The guidewire hydrophilic coating was confirmed to be present and no anomalies were observed. The guidewire polytetrafluoroethylene (ptfe) coating was compressed and scraped. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The device directions for use (dfu) precautions that excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire. Therefore, the cause for the observed scraped/peeled ptfe appears to be user related. The returned echelon microcatheter was examined and found to be slightly compressed just proximal to the proximal marker. Magnified examination of the guidewire separation site showed a twisted core wire--no stretching of the coil, core wire and nitinol sheath was observed, suggesting a torsional overload failure. The non-stryker microcatheter was returned and found to be compressed on the distal section. It appears possible that this compressed section caused incomplete torque transfer (from proximal to distal), resulting in the reported issue; however, because additional information indicated that no friction or resistance during advancement/retraction was experienced, this could not be definitively identified as the primary cause or contributor. Based on review and analysis of available information could not determine and/or identify a definitive cause for the reported event.

Event description:
It was reported that the distal section of the guidewire broke off inside of the microcatheter during the procedure. Both devices were removed from the patient and the procedure was successfully completed. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the distal section of the guidewire broke off inside of the microcatheter during the procedure. Both devices were removed from the patient and the procedure was successfully completed. There were no clinical consequences to the patient.